Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd .

Event description:
It was reported that the gasket protruding on one side. There was no patient involvement.